Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had experienced two episodes of inappropriate therapy. Follow-up was unable to provide further details of the episodes. The physician decided to conduct an av node ablation and removed the single chamber implantable cardioverter defibrillator (ICD), and upgraded to a dual chamber ICD system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.